Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the ins battery died in (B)(6) and it was not working right anyways. The patient then said they had an error on the programmer at the end of january and realized the ins battery died at the end of january. The patient indicated that they were now ready for an ins replacement but they did not have a healthcare professional; physician listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient reported poor communication. The patient reported that she couldn¿t connect the patient programmer (pp) to the ins. The patient reported that she wasn¿t able to communicate with the recharger. The patient reported that she knew her ins battery was reaching the 9 years of battery life. The patient also reported that she had been noticing that it was taking longer to charge the ins. The patient was redirected to their healthcare provider (hcp) to have the ins checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the inability to charge the ins and the ins taking longer to charge was that the ins was malfunctioning. It was noted that the issue was resolved and the ins was replaced on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.